Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder ¿ systemic lupus erythematosus') and stevens-johnson syndrome ('rashes or skin conditions ¿ stevens-johnson syndrome') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection ¿ urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety"), stress ("stress"), vaginal discharge ("vaginal discharge"), rash ("allergic or hypersensitivity reaction type: rashes/ allergic or hypersensitivity reaction") and hypersensitivity ("allergic or hypersensitivity reaction,") and was found to have weight decreased ("weight gain/ loss: weight loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and headache ("head pain"). The patient was treated with surgery (she had salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, systemic lupus erythematosus, stevens-johnson syndrome, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, alopecia, urinary tract infection, migraine, anxiety, stress, vaginal discharge, weight decreased, rash, vulvovaginal pain, abdominal pain, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, stevens-johnson syndrome, stress, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2019, she explanted essure. Injury event was replaced with abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), autoimmune disorder ¿ systemic lupus erythematosus, fatigue, hair loss, infection ¿ urinary tract, migraines / headaches, pain, psychological or psychiatric problems ¿ anxiety and stress, rashes or skin conditions ¿ stevens-johnson syndrome, vaginal discharge, weight loss, vaginal pain, abdominal pain, head pain, patient did not performed essure confirmation test. On (B)(6) 2019: processed with fu number 2 frd: (B)(6) 2019. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device'), pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder ¿ systemic lupus erythematosus') and stevens-johnson syndrome ('rashes or skin conditions ¿ stevens-johnson syndrome') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection ¿ urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety / psy injury"), stress ("stress"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ allergic or hypersensitivity reaction/ rash/skin condition") and hypersensitivity ("allergic or hypersensitivity reaction,") and was found to have weight decreased ("weight gain/ loss: weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("head pain"), bladder disorder ("bladder problem") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, stevens-johnson syndrome, vaginal haemorrhage, female sexual dysfunction, anxiety, stress, weight decreased, dermatitis allergic, vulvovaginal pain, headache, hypersensitivity and visual impairment outcome was unknown and the pelvic pain, systemic lupus erythematosus, menorrhagia, fatigue, alopecia, urinary tract infection, migraine, vaginal discharge, abdominal pain, weight increased and bladder disorder had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dermatitis allergic, device breakage, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stevens-johnson syndrome, stress, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal pain ,rash/skin condition , lupus, psych injury. Essure implants placed in both ostia leaving behind 4 coils on the right and ostia and 3 coils on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Pathology test - on (B)(6)2019: received without fixative, the specimen is labeled "essure explant" and consists of a 3.0 x 1. 5 x 0.4 cm aggregate of coiled metal fragments. The specimen is photographed. Gross only. B. Received in formalin, the specimen is labeled "bilateral fallopian tubes" and consists of one intact and one fragmented fallopian tube. The intact fallopian tube measures 8.8 cm in length x 0.2-0.7 cm in diameter. The tube is twisted. The disrupted tube measures 8.7 cm in length x 0.4 -0.7 cm in diameter. Both tubes have normal fimbriated ends and both lumens have retained fragments of the essure device. The specimen is photographed. Concerning the injuries reported in this case, the following one/ones were described in mr-device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: follow up 7 and 8 processed together- mr received: lot number was added, reporter was added. On 14-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device'), pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder ¿ systemic lupus erythematosus') and stevens-johnson syndrome ('rashes or skin conditions ¿ stevens-johnson syndrome') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection ¿ urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety / psy injury"), stress ("stress"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ allergic or hypersensitivity reaction/ rash/skin condition") and hypersensitivity ("allergic or hypersensitivity reaction,") and was found to have weight decreased ("weight gain/ loss: weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("head pain"), bladder disorder ("bladder problem") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, stevens-johnson syndrome, vaginal haemorrhage, female sexual dysfunction, anxiety, stress, weight decreased, dermatitis allergic, vulvovaginal pain, headache, hypersensitivity and visual impairment outcome was unknown and the pelvic pain, systemic lupus erythematosus, menorrhagia, fatigue, alopecia, urinary tract infection, migraine, vaginal discharge, abdominal pain, weight increased and bladder disorder had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dermatitis allergic, device breakage, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stevens-johnson syndrome, stress, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal pain ,rash/skin condition , lupus, psych injury. Essureimplants placed in both ostia leaving behind 4 coils on the right and ostia and 3 coils on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Pathology test - on (B)(6) 2019: received without fixative, the specimen is labeled "essure explant" and consists of a 3.0 x 1. 5 x 0.4 cm aggregate of coiled metal fragments. The specimen is photographed. Gross only. B. Received in formalin, the specimen is labeled "bilateral fallopian tubes" and consists of one intact and one fragmented fallopian tube. The intact fallopian tube measures 8.8 cm in length x 0.2-0.7 cm in diameter. The tube is twisted. The disrupted tube measures 8.7 cm in length x 0.4 -0.7 cm in diameter. Both tubes have normal fimbriated ends and both lumens have retained fragments of the essure device. The specimen is photographed. Concerning the injuries reported in this case, the following one/ones were described in mr-device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: mr received. Reporters information updated. Event: fragments of the essure device were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder ¿ systemic lupus erythematosus') and stevens-johnson syndrome ('rashes or skin conditions ¿ stevens-johnson syndrome') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection ¿ urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety / psy injury "), stress ("stress"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ allergic or hypersensitivity reaction") and hypersensitivity ("allergic or hypersensitivity reaction,") and was found to have weight decreased ("weight gain/ loss: weight loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("head pain") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, systemic lupus erythematosus, menorrhagia, fatigue, alopecia, urinary tract infection, migraine, vaginal discharge, abdominal pain, weight increased and bladder disorder had not resolved and the stevens-johnson syndrome, vaginal haemorrhage, female sexual dysfunction, anxiety, stress, weight decreased, dermatitis allergic, vulvovaginal pain, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dermatitis allergic, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stevens-johnson syndrome, stress, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal pain, rash/skin condition, lupus, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: weight gain, bladder problem were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device'), pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder ¿ systemic lupus erythematosus') and stevens-johnson syndrome ('rashes or skin conditions ¿ stevens-johnson syndrome') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection ¿ urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety / psy injury"), stress ("stress"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ allergic or hypersensitivity reaction/ rash/skin condition") and hypersensitivity ("allergic or hypersensitivity reaction,") and was found to have weight decreased ("weight gain/ loss: weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("head pain"), bladder disorder ("bladder problem") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, stevens-johnson syndrome, vaginal haemorrhage, female sexual dysfunction, anxiety, stress, weight decreased, dermatitis allergic, vulvovaginal pain, headache, hypersensitivity and visual impairment outcome was unknown and the pelvic pain, systemic lupus erythematosus, menorrhagia, fatigue, alopecia, urinary tract infection, migraine, vaginal discharge, abdominal pain, weight increased and bladder disorder had not resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dermatitis allergic, device breakage, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stevens-johnson syndrome, stress, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal pain ,rash/skin condition , lupus, psych injury. Essure implants placed in both ostia leaving behind 4 coils on the right and ostia and 3 coils on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Pathology test - on (B)(6)2019: the specimen is labeled "essure explant" and consists of a 3.0 x 1. 5 x 0.4 cm aggregate of coiled metal fragments. Concerning the injuries reported in this case, the following ones were described in medical record- device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder ¿ systemic lupus erythematosus') and stevens-johnson syndrome ('rashes or skin conditions ¿ stevens-johnson syndrome') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection ¿ urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems ¿ anxiety / psy injury"), stress ("stress"), vaginal discharge ("vaginal discharge"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ allergic or hypersensitivity reaction/ rash/skin condition") and hypersensitivity ("allergic or hypersensitivity reaction,") and was found to have weight decreased ("weight gain/ loss: weight loss"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), headache ("head pain"), bladder disorder ("bladder problem") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, systemic lupus erythematosus, menorrhagia, fatigue, alopecia, urinary tract infection, migraine, vaginal discharge, abdominal pain, weight increased and bladder disorder had not resolved and the stevens-johnson syndrome, vaginal haemorrhage, female sexual dysfunction, anxiety, stress, weight decreased, dermatitis allergic, vulvovaginal pain, headache, hypersensitivity and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dermatitis allergic, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, stevens-johnson syndrome, stress, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal pain ,rash/skin condition , lupus, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: added event vision problems. Updated reported event dermatitis allergic, menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.